Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed the message "pacer in hardware backup, or has reoccuring telemetry error." Dashes (---) were noted in the sensor parameter and could not be programmed. Attempts to return to standard and perform a download were unsuccessful. Battery voltage after attempted download was 2.02v.